Event description:
A (B)(6) with hypertrophic cardiomyopathy and recurrent vt who came in to the ER with recurrent aicd shocks. He was sitting in the hotel room this a.m. When was shocked several times. He had no symptoms prior to being shocked. No lightheadedness, dizziness, chest pain or palpitations. His most recent episode of vt storm was in (B)(6), when he was shocked several times. Prior to those episodes he was very symptomatic with lightheadedness and palpitations. He was loaded with amiodarone and has had no issues since that time until today. Interrogating his device revealed a likely sensing abnormality of the rv lead of the st jude aicd leading to inappropriate shocks.